Event description:
It was reported that the patient's right ventricular lead exhibited increased capture threshold and increased pacing impedance. No intervention was performed. The patient was stable.